Event description:
The reporter contacted animas on (B)(6) 2012, alleging that all of the keypad buttons are hard to press. The keypad is reportedly worn but is intact. There is no additional information available at this time. This report is being made based on the alleged keypad malfunction.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2012- device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, the contrast button was found to be unresponsive and the ok button was intermittently responsive; the up and down arrow buttons responded appropriately. During investigation, evidence of contamination was found under all key contacts.